Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and was unable to duplicate the reported issues. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that battery #1 was low and the device prompted to ¿replace battery 1¿. However, the monitor was plugged into vehicle power, and the leds showed charging and battery #2 displayed full charge. The users swapped positions of the installed batteries and powered the device back on. However the device powered off again after approximately 5-10 seconds of being powered on. This issue is patient related; however there was no adverse patient outcome reported. Physio-control contacted the customer in order to obtain additional information about both the patient and the event. The customer advised that there were no adverse effects to the patient as a result of the reported issue, however the customer was unable to provide further details of the event or patient.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that battery #1 was low and the device prompted to ¿replace battery 1.¿ however, the monitor was plugged into vehicle power, and the leds showed charging and battery #2 displayed full charge. The users swapped positions of the installed batteries and powered the device back on. However the device powered off again after approximately 5-10 seconds of being powered on. This issue is patient related; however there was no adverse patient outcome reported. Physio-control contacted the customer in order to obtain additional information about both the patient and the event. The customer advised that there were no adverse effects to the patient as a result of the reported issue, however the customer was unable to provide further details of the event or patient.

Manufacturer narrative:
Physio-control further evaluated the evaluated the downloaded electronic records from the customer¿s device and observed that the device was connected to auxiliary power, but it was not being recognized by the device. The ac power adapter was replaced, and after other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.